Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Same case as 2134265-2009-03032. It was reported that during a percutaneous coronary intervention, two balloon ruptures occurred. The 90% stenosed lesion was located in a severely calcified proximal to mid left anterior descending artery. The physician was able to place a 1.50x15mm apex push balloon in the stenosis. The balloon was inflated and burst at four atmospheres. They used a second 1.5x15mm apex flex balloon which also burst at four atmospheres. The physician also tested different unknown balloons. He was unable to finish stenting the procedure. The patient status is listed as stable with no other complications reported.